Event description:
The lay user/patient called lifescan (lfs) on july 12, 2006, and alleged that her meter was prompting an apply sample message. The lfs representative was able to obtain the f0llowing information from the patient. The patient reportedly was unable to test for "a couple of months". She reported that she went to the hospital in 2006, at approximately 1:00 a.m. She felt dizzy at the time of concern. The patient's blood glucose was tested, but she does not recall the meter result. She could not state when her symptoms began. No other medical intervention was given. The patient reported that, she does not take any medications for the diabetes. The patient did not have her test strips with her at the time of the call; therefore, she was unable to troubleshoot the issue. This complaint is being reported, as the meter issue was not resolved and the patient subsequently went to the hospital because she felt dizzy. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.